Event description:
A physician reported that the patient had high impedance. The patient's settings had not been changed since (B)(6) 2011, but the patient did have a seizure type involving a head drop. A few weeks prior, the patient had an atonic head drop where the neck seemed to be strained in its position. The physician stated that a revision surgery in the future was likely.

Manufacturer narrative:
Device failure is suspected, but it did not cause or contribute to a death or serious injury.